Event description:
The customer reported the system had a stuck key error and the system would not perform fluoroscopy. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery was replaced, the boards were reseated, the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.